Event description:
It was reported that the etrak 2500l would not boot or power up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ups and interface. The system was tested and found to be working as intended and placed back into service.